Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was charging too often. The patient reported that the ins keeps going dead and she recharges it every 3 ½ to 2 weeks and she never puts it over 250. The patient stated this started about 2 to 2 ½ months ago not holding a charge. Then approximately 4 days prior to report, it looked like it was dead, she charged it, and she felt no stimulation. The patient had increased stimulation up, not past 3 because she never goes past 2.5. The patient was not feeling anything. No falls or accidents were reported. The patient was redirected for system check and reprogramming. The patient current settings showed stimulation was on, group e, 2.5 volts, pw 170, rate 100. The patient does not think she has ever changed the pw or rate and she doesn¿t even know how. The patient does not use the other groups because she does not like them. The patient does not have other programs under e. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that charging is an issue and her skin burned when she charged. The patient noted she was given a new charger to try and her battery would not hold a charge longer than three days. There was no indication of a device reset being done at this time or in the past.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had been having a hard time with the ins dying and finding the device while charging. Patient stated she met with reps after calling previously and they did not think it was the device. But patient stated she kept telling them the ins was losing its charge. During the call patient reported she had a hard time finding the ins with the insr and getting coupling boxes filled. She stated she had to keep moving antenna round until she finally found the ins to fill coupling boxes. Patient stated this started right around the time it kept going dead, september or august.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that charging time was discussed, coverage of the therapy and shocking sensation the patient received in the past. The rep reported that the charging time was within normal range for this device. The rep reported that the patient received a burning sensation one time according to the meeting they had on the day of the report. The rep reported that in 2019, another rep gave the patient a new charger and told her to use that. The rep reported that the cause of the charging/burning was unknown. The rep changed her back to a low density setting versus high density to help save on battery. No other actions were taken and there were no other complaints of burning. No further complications were reported. Omitted information pertaining to shocking and error screen as it can be seen in (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was feeling stimulation but wanted to feel it in specific spots; for example, the patient felt stimulation in the side of the leg but wanted it in the back of the legs. The doctor asked the rep to program her in high density (hd) and explain that she wouldn¿t be feeling stimulation. The rep reported that patient said she used to charge every 5 days but now it was every 3 days. The rep explained to the patient that using higher energy required more frequent charging and hd would also require more frequent charging. The rep reported that the patient thought her charger was the problem, so the rep lent her a recharger to compare until the next appointment. The rep reported that the cause was not determined. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the ins depletes very fast, and only last 10 days. An appointment was scheduled for august 23. No further complications were reported.